Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of patient results on a phoenix m50 instrument. The customer alleged that there were multiple misidentifications. A bd field service engineer (fse) was dispatched to the customer site. There was no notation of a device failure upon arrival. However, to verify the reported issue was not caused by optical failure and to increase customer satisfaction, the fse replaced the optical components and completed realignment of the unit. This is an unconfirmed failure of a bd product. The root cause of the failure is unknown. No reports, logs, binary files or other samples were made available for the investigation, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out for this instrument and found one previous case for misidentification; however, that case was found to be no problem found. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. No health impact or consequence reported.